Event description:
It was reported that ffr measurement was performed successfully in the left anterior descending (lad) artery with 75% occlusion and moderate tortuosity. The pressure guidewire was subsequently used in the left circumflex artery (lcx) with 75% occlusion and moderate tortuosity, the user reported increased resistance and the tip of the wire entered in a small branch vessel. As the wire was being removed, the tip coil stretched. A micro guide catheter was inserted to cover the wire completely and both devices were removed as a unit. The wire was examined after removal and all portions of the wire were accounted for. The patient was discharged from the hospital with no reported injury.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There have been no other complaints for this failure mode within this lot. Prior to decontamination the pressure sensor was intact. The tip coil had unwound from its coiled position resulting in the core wire being exposed and protruding. The core wire was broken into 2 pieces. These breaks were detected at approx. 0.7 cm from the distal end (broken piece was still attached to the dome and the tip coil). The other corewire break (still attached to the sensor) was approx. 2.3 cm. All parts of the device were present, with no missing components. As the device was extensively damaged upon receipt and the coil was stretched/uncoiled, the physical specifications and integrity of the device cannot be verified. Excessive manipulation, force, significant impact to the tip or becoming caught in another device all may result in the noted damage. The core wire break is likely the result of handling of the device during removal of the joined devices however this could not be conclusively determined. Volcano will continue to monitor received complaints for this failure mode via our standard complaint review and data trending process. No further action is required or anticipated at this time.